Manufacturer narrative:
Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Part 413.380s, lot 9547653: manufacturing site: (B)(4). Release to warehouse date: july 08, 2015. Expiry date: july 01, 2025. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: reviewing the x-ray pictures it can be confirmed that there is still a gap and non-union can be identified. There is no allegation of device defect, deficiency or surgical technique error associated with this complaint. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the open wedge high tibial osteotomy was applied to gonarthrosis in the right knee on (B)(6) 2017. The patient¿s bone union had been slower than expected. It is certain through the x-rays that a gap was noticed around the artificial joint. According to the x-rays, it is likely that the patient has suffered from hinge fractures, too. It was noted the patient feels pain in the knee while driving. In (B)(6) 2018, it is planned that the patient will undergo high tibial osteotomy in the left knee. In that upcoming surgery, the surgeon is planning a revision surgery in the right knee, too. This is report 9 of 9 for (B)(4).